Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called into technical support and reported that a 2008k2 hemodialysis (hd) machine had ultrafiltration (uf) settings reverting back to default values two (2) minutes into treatment. The uf goal was set to 3,800 milliliters (ml), uf rate was set to 900 ml and the uf time was set to 4 hours. The uf goal reverted back to 3000 ml, uf rate back to 300 ml, and uf time back to 3 hours. The issue was immediately addressed and the patient was able to complete treatment on the same machine. The patient¿s condition is fine. Follow-up confirmed that the numeric data entry keys were used to set the treatment parameters. The up and down keys were not used. The biomedical technician recalibrated the uf pump as a precautionary measure. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the unit was pulled from service for evaluation following the event. The ultrafiltration (uf) pump was calibrated as a precautionary measure. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.